Event description:
I had surgery (B)(6) 2010. Pain kept getting worse. Went to family physician and had a CT. Called me in a day later said, (B)(6) you need to go and see a surgeon asap. I said why, he said the hernia mesh is pulling your bladder and it needs to be taken care of. I went in the hospital on (B)(6) 2015 and had emergency surgery. I still don't know what I was looking at.